Event description:
Pt reports that cassettes lot # 3630804 are poorly manufactured. She states that the neck on the bladder gets pinched off when administering medication through her pump which results in her feeling very ill because she is not getting medication at the correct rate. She states that the bladder on the cassettes are "bent on all sides and when you pull liquid in them, they form an 's' shape which affects the flow of liquid through the pump. She tried 4 different cassettes yesterday and all of them were faulty. Pt is keeping the malfunctioning cassettes for returning to the MFR. No further info available. Diagnosis or reason for use: primary pulmonary hypertension.